Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and electric shocks due to a supraventricular tachycardia (svt) episode. All therapy available was delivered. No additional adverse patient effects were reported. At this time, this device remains in service.